Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s))") and menorrhagia ("abnormal bleeding (menorrhagia) / excessive bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's previously administered products included for hormoes control: pill. Past adverse reactions to the above products included menorrhagia with pill. Concurrent conditions included obesity. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depressed"), anxiety ("anxiety"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), scar ("lots of scaring from all the surgeries") and uterine pain ("uterus pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy, tubal ligation, oophorectomy (one side removal of ovary)), surgery (hysterectomy (partial), salpingectomy, tubal ligation, oophorectomy (one side removal of ovary)) and surgery (ablation). Essure was removed in april 2017. At the time of the report, the uterine perforation, fallopian tube perforation, depression, anxiety, tooth disorder, vaginal discharge, weight increased, scar and uterine pain outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, scar, tooth disorder, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depressed and anxiety, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, failure to occlude (close) fallopian tube(s), perforation (fallopian tube(s)), perforation (uterus), weight gain, other injury (ies) or complication (s) please describe: lots of scaring from all the surgeries, uterus pain, lower abdominal pain, did not undergo confirmation test. Concomitant disease, historical drug were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s))") and menorrhagia ("abnormal bleeding (menorrhagia) / excessive bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's previously administered products included for hormones control: pill. Past adverse reactions to the above products included menorrhagia with pill. Concurrent conditions included obesity. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depressed"), anxiety ("anxiety"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), scar ("lots of scaring from all the surgeries") and uterine pain ("uterus pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy, tubal ligation, oophorectomy (one side removal of ovary)), surgery (hysterectomy (partial), salpingectomy, tubal ligation, oophorectomy (one side removal of ovary)) and surgery (ablation). Essure was removed in (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, depression, anxiety, tooth disorder, vaginal discharge, weight increased, scar and uterine pain outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, scar, tooth disorder, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s)) / migration of essure device / failure to occlude (close) fallopian tube(s)"), menorrhagia ("abnormal bleeding (menorrhagia) / excessive bleeding"), genital haemorrhage ("abnormal bleeding (general) / bled more / excessive bleeding") and scar ("lots of scaring from all the surgeries") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included cough, ovarian cyst, adjustment disorder and gerd. Previously administered products included for hormones control: pill. Past adverse reactions to the above products included menorrhagia with pill. Concurrent conditions included obesity, insomnia, anxiety, uterine fibroid, tooth pain, low back pain, sciatica, stiff back, muscle strain, left upper quadrant pain, asthma and leiomyoma of uterus, unspecified. Concomitant products included cefixime (flexeril) since 2017, hydrocodone bitartrate;paracetamol (vicodin) from 2016 to 2017, naproxen since 2017, omeprazole (protonix) since 2017, oxycodone hydrochloride;paracetamol (percocet) from 2016 to 2017, oxycodone from 2016 to 2017, sertraline since 2016, tramadol hydrochloride (ultram ER) since 2017 and zolpidem tartrate (ambien) since 2017. On (B)(6)2016, the patient had essure inserted. In (B)(6)2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), hot flush ("hormonal changes: hot flashes") and cystitis ("infection (bladder/ urinary tract/ vaginal) type: bladder infections") and was found to have weight increased ("weight gain / loss (specify which one) gained 20 lbs") and blood urine present ("blood in urine"). On (B)(6)2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 26 days after insertion of essure. In (B)(6)2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems - condition: depressed"), anxiety ("psychological or psychiatric problems - condition: anxiety") and fatigue ("fatigue"). On (B)(6)2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), procedural pain ("infection (other): post op pain") and post procedural fever ("infection (other): fever / post op fever"). In 2016, the patient experienced scar (seriousness criterion medically significant). In (B)(6)2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6)2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. In (B)(6)2017, the patient experienced anaemia ("blood or heart disorder/condition type: anemic"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), enamel anomaly ("dental problems erosion of the enamel teeth"), uterine pain ("uterus pain") and alopecia ("hair loss") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids, uterine leiomyoma"). The patient was treated with surgery (d&c ablation, hysterectomy (partial), bilateral salpingectomy, tubal ligation, oophorectomy (one side removal), hysterectomy (partial), salpingectomy, tubal ligation, oophorectomy (one side removal of ovary) and surgical removal of scar tissue). Essure was removed in (B)(6)2017. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, genital haemorrhage, scar, depression, anxiety, enamel anomaly, vaginal discharge, weight increased, uterine pain, hot flush, cystitis, female sexual dysfunction, procedural pain, post procedural fever, uterine leiomyoma, anaemia, alopecia, blood urine present and fatigue outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved. The reporter considered alopecia, anaemia, anxiety, blood urine present, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, enamel anomaly, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, post procedural fever, procedural pain, scar, uterine leiomyoma, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6)2017, (B)(6)2016 and (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Ultrasound scan - on (B)(6)2016: failure to occlude (close) fallopian tubes, migration of essure device.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2019: plaintiff fact sheet received. Events added from pfs- hormonal changes: hot flashes¸ abnormal bleeding (general)/ bled more / excessive bleeding, infection (bladder/ urinary tract/ vaginal) type: bladder infections, apareunia (inability to have sexual intercourse), infection (other): post op pain/ fever, reproductive system disorder or condition type of disorder or condition: uterine fibroids/ uterine leiomyoma, blood or heart disorder / condition type: anemic, device breakage, hair loss, blood in urine, fatigue. Event tooth disorder updated to tooth erosion. Lab data, medical history, concomitant drug were added. Onset date of event were updated. Failure to occlude (close) fallopian tube(s) clubbed with previous event fallopian tube perforation. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s)) / migration of essure device / failure to occlude (close) fallopian tube(s)"), menorrhagia ("abnormal bleeding (menorrhagia) / excessive bleeding"), genital haemorrhage ("abnormal bleeding (general) / bled more / excessive bleeding") and scar ("lots of scaring from all the surgeries") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included cough, ovarian cyst, adjustment disorder and gerd. Previously administered products included for hormoes control: pill. Past adverse reactions to the above products included menorrhagia with pill. Concurrent conditions included obesity, insomnia, anxiety, uterine fibroid, tooth pain, low back pain, sciatica, stiff back, muscle strain, left upper quadrant pain, asthma and leiomyoma of uterus, unspecified. Concomitant products included cefixime (flexeril) since 2017, hydrocodone bitartrate;paracetamol (vicodin) from 2016 to 2017, naproxen since 2017, omeprazole (protonix) since 2017, oxycodone hydrochloride;paracetamol (percocet) from 2016 to 2017, oxycodone from 2016 to 2017, sertraline since 2016, tramadol hydrochloride (ultram ER) since 2017 and zolpidem tartrate (ambien) since 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), hot flush ("hormonal changes: hot flashes") and cystitis ("infection (bladder/ urinary tract/ vaginal) type: bladder infections") and was found to have weight increased ("weight gain / loss (specify which one) gained 20 lbs") and blood urine present ("blood in urine"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), 26 days after insertion of essure. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("psychological or psychiatric problems - condition: depressed"), anxiety ("psychological or psychiatric problems - condition: anxiety") and fatigue ("fatigue"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), procedural pain ("infection (other): post op pain") and post procedural fever ("infection (other): fever / post op fever"). In 2016, the patient experienced scar (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2017, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. In march 2017, the patient experienced anaemia ("blood or heart disorder/condition type: anemic"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), enamel anomaly ("dental problems erosion of the enamel teeth"), uterine pain ("uterus pain") and alopecia ("hair loss") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: uterine fibroids, uterine leiomyoma"). The patient was treated with surgery (d&c abltion, hysterectomy (partial), bilateral salpingectomy, tubal ligation, oophorectomy (one side removal), hysterectomy (partial), salpingectomy, tubal ligation, oophorectomy (one side removal of ovary) and surgical removal of scar tissue). Essure was removed in (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, genital haemorrhage, scar, depression, anxiety, enamel anomaly, vaginal discharge, weight increased, uterine pain, hot flush, cystitis, female sexual dysfunction, procedural pain, post procedural fever, uterine leiomyoma, anaemia, alopecia, blood urine present and fatigue outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved. The reporter considered alopecia, anaemia, anxiety, blood urine present, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, enamel anomaly, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, menorrhagia, post procedural fever, procedural pain, scar, uterine leiomyoma, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2017, (B)(6) 2016 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Ultrasound scan - on (B)(6) 2016: failure to occlude (close) fallopian tubes, migration of essure device.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s))") and menorrhagia ("abnormal bleeding (menorrhagia) / excessive bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's previously administered products included for hormoes control: pill. Past adverse reactions to the above products included menorrhagia with pill. Concurrent conditions included obesity. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced scar ("lots of scaring from all the surgeries"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depressed"), anxiety ("anxiety"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and uterine pain ("uterus pain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy, tubal ligation, oophorectomy (one side removal of ovary)) and surgery (ablation). Essure was removed in (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, depression, anxiety, tooth disorder, vaginal discharge, weight increased, scar and uterine pain outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea and dyspareunia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, scar, tooth disorder, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2018: plaintiff fact sheet was received. Events onset date were added. Reporter information & events outcome were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.